Event description:
An olympus representative reported on behalf of the customer, that during maintenance. It was discovered, that the forceps elevator of their evis exera ii ultrasound gastrovideoscope would not raise or lower smoothly. Upon inspection and testing of the returned unit, it was discovered, that there was foreign material in the forceps elevator. The acoustic lens was noted to have a scratch which reached the glue-layer. And foreign material came out of the distal end of the device, due to clogging of the tube. The material in the forceps elevator was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the forceps elevator. The acoustic lens was noted to have a scratch which reached the glue-layer. And foreign material came out of the distal end of the device, due to clogging of the tube. The customer's originally reported, issue of forceps elevator skipping was not confirmed. The following additional findings were also noted: assorted scratches and chips, deformation of the nozzle; leading to failure of the device's water removal ability to meet the standard value. Universal cord sticky, clogging of the knife pipe and damage on the knife wire, causing water to not be supplied. And the forceps raising angle to not meet the standard value respectively. Assorted dirty components, switch 4 broken; due to damage to the switch cable, wear of the angle wire, detachment of the bending section cover adhesive, damage on the ultrasonic cable, and deformation of the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material on the forceps elevator and distal end was unable to be confirmed; and the root cause of the foreign material was unable to be identified. Additionally, it¿s likely the acoustic lens was scratched due to the improper handling methods of the facility. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.